Manufacturer narrative:
The device was discarded after the procedure. No photographs were taken of the device. The device history was reviewed and found no exception documents. Not returned to manufacturer.

Event description:
During the crt-p implant procedure, a coronary sinus venogram was performed using a balloon occluding catheter. This was complicated by a dissection of the coronary sinus ostium. The dissection was left to heal and the subject was later brought back for lv lead implant.